Manufacturer narrative:
(B)(4). Physio-control did not receive the device that experienced the reported event as the customer did not identify the device. The customer advised physio that the modem cable was removed from the device and the device functioned normally. The modem cable was removed from service. The customer is unsure which device experienced the reported issue as it was placed back in service. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device powered itself off during patient use. The customer advised physio-control that the device unexpectedly powered off when a third-party modem was connected to it. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.